Event description:
The customer reported approximately 10 to 20 milliliters of dilute wash concentrate leaked on the tube caps and racks during removal from the instrument, involving the unicel dxc 800 synchron system. The fluid was contained within the instrument. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid utilizing paper towels and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact. The customer was advised to reanalyze previously tested specimens, up to the last acceptable quality control (qc), to verify accuracy and precision of results. The customer disabled the cap piercer to stop the fluid leak and discontinued use of the instrument. There is an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted a clog in tubing #118 after valve v3. The fse flushed tubing #118 with 100% household bleach and resolved the issue. The instrument conformed to the manufacturer's published specifications. (B)(4).